Event description:
It was reported that insulin gauge displayed amount different than expected, as caller observed fill estimate showing at least 120 units when 200 units were expected and also noted prior cartridge alarms. There was no reported impact to the customer¿s blood glucose level. Caller disconnected from site and delivered a 10.2 unit bolus to update insulin estimate, then observed 170 units, and cts explained that any positive value indicates at least that much insulin and that differences within 30 units are considered accurate; caller understood, acknowledged education. Cts to replace pump. Customer will continue to use current pump.